Event description:
It was reported that the customer's insulin pump was not recording the boluses through the day for several days. It was stated that the boluses were delivered, but the mother believes her daughter was not receiving the bolus. The bolus history was reviewed and everything seems to be correct. It was mentioned that the customer was hospitalized due to high blood glucose and ketones. The customer was instructed to upload the carelink on her own and call back for further troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.